Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflation bulb was disconnected from the stopcock. The event occurred during pre-test and it happened at the hospital. There was no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
D9: 26-mar-2025. H3: one unit was received with tubing bond from luer attaching to the stopcock pulled loose. No visual evidence of additional damage noted on the returned unit. Visual inspection showed the tubing assembly was bonded during manufacturing due to the presence of solvent ring on the tubing remaining and the depth position. Functional testing was performed and the customer reported problem was duplicated. A device history review was performed, and no adverse trends have been identified related to this issue.